Event description:
Respiratory therapist placed ventilator in stand-by mode to assist with procedure for the patient. After procedure completed the therapist did not initially remember to take patient out of stand-by mode. Older models of this ventilator used to "chirp" an alarm when placed in stand-by mode but this newer model does not. Chirping alarm served as an alarm to therapists and staff that ventilator was in stand-by mode. No harm came to patient.